Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (250 mg/dl). Reportedly, the luer lock was loose. Customer delivered a bolus to stabilize blood glucose levels, and stated that the pump supplies will be changed.